Event description:
Undocumented report of safeset port cracking. A pt had the monitoring line hooked up. When the port was accessed for blood sampling, the port came out. A crack was noted in the port, but the customer was unsure if it had occurred before or after the port had been accessed. Pt info was requested but none was available. No pt harm was reported.